Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed; device history review found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported that inadequate stent apposition occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After a non-bsc guide wire crossed the lesion, intravenous ultrasound (ivus) was performed with an opticross¿ imaging catheter. Pre-dilatation was then performed with a 2.5 x 15 emerge balloon catheter and a 3.50 x 38 synergy¿ drug-eluting stent was implanted. Subsequently, post ivus was performed and a partial dilatation failure of the stent was confirmed. Post-dilatation was then performed with an nc emerge balloon catheter. The opticross¿ imaging catheter was advanced again but failed to cross the lesion despite several attempts. When it was removed from the patient, the tip was found to be bent. The procedure was continued with another opticross. No patient complications nor injuries were reported.